Manufacturer narrative:
(B)(4), the actual device was not returned; however, the customer provided one photo for evaluation. The photo displayed the end of three different catheters. The complaint of a catheter blocked was not able to be confirmed by the photos due to the poor quality of the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "flush lumen(s) with sufficient volume of solution to completely clear blood." The customer report of a blocked catheter was not able to be confirmed by visual inspection of the customer supplied photo. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported a little resistance when flushing with saline, but after insertion the catheter had to be changed because "the infusion pump stopped due to occlusion". The guide wire was passed through the catheter and "becomes obstructed at a point about 4cm from the tip of the catheter". The patient was reported to be in "good condition". A new catheter was inserted.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported a little resistance when flushing with saline, but after insertion the catheter had to be changed because "the infusion pump stopped due to occlusion". The guide wire was passed through the catheter and "becomes obstructed at a point about 4cm from the tip of the catheter". The patient was reported to be in "good condition". A new catheter was inserted.